Manufacturer narrative:
Reported event of stent calcified. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent was implanted in the ureter on (B)(6) 2016 and was removed during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during stent withdrawal, the stent was noted to be calcified. The procedure was completed with another polaris¿ ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis of the returned stent revealed residues of calcification on the entire stent. The evaluation revealed that the stent was calcified. During manufacturing, devices were inspected to ensure that all finished devices meet specifications. Most likely, the issue could have been generated when the device remains in the patient's body for a certain time. Therefore, the most probable root cause assigned to the complaint is "anticipated procedural complication." A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent was implanted in the ureter on (B)(6) 2016 and was removed during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during stent withdrawal, the stent was noted to be calcified. The procedure was completed with another polaris¿ ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.